Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 boxes of bd precisionglide¿ needle's had epoxy present. The following was translated from portuguese to english: I inform you that I received a box of needles containing 100 needles, however, the needles have severe quality defects. In total there is 2 bd boxes, in my hands that I will not use, as they have clear manufacturing errors. Note: from the photographs it appears to be excess epoxy resin on the needle.

Manufacturer narrative:
Ten samples and photos received by our quality team for investigation. Through visual inspection, epoxy on the needle near the hub is observed. Epoxy is a white adhesive used to join the cannula with the hub. This condition is part of the assembly process, the length of the injectable area is within specification. No other defects or issues observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
Additional information received. I inform you that I received a box of needles containing (B)(4) needles, however, the needles have severe quality defects. I attach photos of an open unit for verification. Also below, for comparison, is a photo of another brand needle unit. In total there is 2 bd boxes, in my hands that I will not use, as they have clear manufacturing errors. Note: from the photographs it appears to be excess epoxy resin on the needle. 19.sept.2023: add info received. The open needle was used for other purposes, but the other (B)(4) needles are available. Both boxes have material deformities in the needle. The first box still has bent needles and deformities in the needle, or paint or glue, I can't say. Samples shipped to curitiba plant.